Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump suddenly started beeping and vibrating. Customer stated that there was high pitch alert every 15 minutes. Customer stated that the insulin pump lost ability to do bolus wizard and confirmed bolus wizard was off. Customer had turned back on, but issue persisted as vibrated again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.